Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after placing the ventricular lead the physician could not remove the guidewire since it was blocked into the lead. The physician decided to leave the guidewire inside the lead and cut the excess.